Event description:
It was reported that pump experienced malfunction code 16 with no notable events occurring beforehand. There was no reported adverse impact to the customer¿s blood glucose level. Technical support assisted the caller in resetting the pump, and it did not recur thereafter customer continued using pump. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.